Event description:
It was reported to physio-control that the customer's device froze with a black display after delivering a fourth defibrillation shock during resuscitation of a patient. The device would not respond to any buttons being pushed and was still unresponsive after removing and re-installing the batteries. The patient received three defibrillation shocks from back-up device. Approximately 5 minutes later, the crew managed to restart the first device by pressing the on/off button. There was patient use associated with the reported event however, there was no negative patient outcome.

Manufacturer narrative:
(B)(4). A third-party service agent will evaluate the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third-party service agent evaluated the device, but could not verify or reproduce the reported issue. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.